Manufacturer narrative:
(B)(4), date sent: 1/27/2022. Additional information was requested and the following was obtained: an internal rapid response call was held on 1/10/2022 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss the opening and closing issues of the enseal x1 curve jaw. The rep gave a summary of the situation. An experienced surgeon of 15 years was excited to explore the x1 platform after being a ligasure user. The surgeon started using the x1 regularly in september. He uses the device in colon procedures and tends to go through thick mesentery. Overall, the surgeon is happy with the device, but he has started to feel some grinding when he was applying pressure to the trigger. It is not happening all the time; it is sporadic. The rep does not see the surgeon doing anything wrong technique wise. He is a faster than average user. So initially thought it could be that but even when the surgeon slowed down it has still happened. The rep described the noise as a grind/crunch (not a screech) that occurs when closing the handle, not opening it. The surgeon still uses the device to continue the procedure but points out when the noise occurs. No other of the rep¿s surgeons have experienced this but they have not really adopted the device. The internal team discussed that it was found during testing that the grinding/crunch noise could be recreated by applying a side load force to the closure lever. They demonstrated the crunch recreation using a demo product on the call and then showed how to mitigate it by how force is applied to the handle/lever. It was also confirmed that the crunch/grind would not affect the function of the device.

Manufacturer narrative:
(B)(4). Batch #: v94y2d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. During functional test the jaws open and close as expected. However, the knife did not retract when the button was released. The device was disassembled to inspect internal components and it was found that the knife drive broken. In addition, corrosion was found at the knife drive area. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy the trigger 'got caught and felt as if it were grinding or crunching.' The device was used to complete the case with no patient consequences.